Event description:
The customer stated that he went to the ER three times due to hypoglycemia. It was reported that the customer's blood glucose reading was 432 mg/dl. Troubleshooting was performed, and the insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.